Event description:
In 2009, a company representative reported the patient continues to experience air bubbles in the insulin cartridge of her infusion device. On follow up the same day with the patient, she stated she has had issues since 2008, and has had elevated readings (values not given). The patient declined any further troubleshooting. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.